Event description:
A langston dual lumen catheter was used during a patient procedure. Upon completion of the procedure, the inner catheter of the langston separated from the outer catheter. The separated catheter was retrieved by hand. No patient impact was reported.

Manufacturer narrative:
Device not returned to manufacturer.